Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review found that the device had not been in for service in the past 12 months. The customer issue was confirmed as the seal was bubbled and was peeling as well. The root cause of the issue could not be determined. The downstream occlusion (dso) seal was replaced to fix the issue. The d device was submitted for functional and delivery tests and shall be returned to the customer once passing all functional and delivery tests.

Event description:
The customer returned the product for an air bubble at the sensor, during device analysis, a peeling downstream occlusion (dso) seal was found. There was no reported patient involvement.